Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties with the guide wire. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The two additional devices referenced are filed under separate medwatch reports.

Event description:
It was reported that during the procedure to treat a target lesion in the 1st obtuse marginal artery, the balance guide wire was advanced to the target lesion without difficulty. The 2.5 x 20 mm trek dilatation catheter was advanced over the guide wire; however, it was noted to have difficulty during advancement due to resistance with the guide wire. It was noted that the dilatation catheter was sticking with the guide wire. The dilatation catheter was removed with difficulty due to resistance with the guide wire. The guide wire was re-wet and a 2.5 x 15 mm xience alpine stent delivery system was advanced; however, this device also experienced difficulty advancing over the balance guide wire and felt that it was sticking. The stent delivery system was removed with resistance due to the guide wire. The procedure continued using non-abbott devices. There was no adverse patient effect and no clinically significant delay. No additional information was provided.